Event description:
It was reported that during use of the pump it began experiencing system error 6 alarms. The pump was powered down but the alarms continued. Due to the continuing alarms. There were no pt complications.